Event description:
It was reported the patient's blood glucose level (bg) rose above 13.9 mmol/l (>250 mg/dl). The pod was reportedly leaking while worn on the arm for between 37 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be stretched out of specification. Measurement of the soft cannula length was confirmed to be longer than specification. The timing and cause of this damage could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.